Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be file.

Event description:
It was reported that while using the bd phoenix¿ automated microbiology system, samples were found to have false resistance. This is a repot of a single occurrence. No false results were reported out the clinician or to the patient the following information was provided by the initial reporter: since yesterday reading worries, some antibiotics are concerned and systematically come out resistant.

Event description:
It was reported that while using the bd phoenix¿ automated microbiology system, samples were found to have false resistance. This is a repot of a single occurrence. No false results were reported out the the clinician or to the patient the following information was provided by the initial reporter: since yesterday reading worries, some antibiotics are concerned and systematically come out resistant.

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6)). Customer reported a results issue on their instrument. A field service engineer (fse) was dispatched, and this issue was found due to an error on the phoenix ap instrument. The root cause is not able to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Complaints for results issues are within statistical control for the month of july 2022. The upper control limit was not breached. Quality will continue to monitor the results issues complaints for phoenix 100 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrmphxidastinstraph rev 6 the potential risk of the reported failure mode is false resistance, which is an s3.